Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of extrusion is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with 1ml juvederm® volux¿ in mandibular angle. Three months later, patient was injected in "barcode/supplementary lines" with 1ml juvederm® volbella¿ with lidocaine. Four months later, patient was injected with 1ml juvéderm® volbella¿ with lidocaine in dark circles, perioral lines, and forehead. Three weeks later, patient was injected with 1ml juvederm® volift¿ with lidocaine in cheek (ck4). One month later, patient developed, "an area of increased volume with a reddish color on the mandibular angle and right border and a fluid area in the central part" and pain. A puncture was performed and "with finger pressure a viscous substance compatible with hyaluronic acid was obtained, with no obvious seropurulent secretion (approximately 1 cc). On the left side, there was only a border at the mandibular angle, which was also punctured and a viscous substance compatible with hyaluronic acid was released (approx. 0.2 cc). Oral antibiotics (ciprofloxacin) were prescribed. On subsequent daily examinations, there was great improvement in both, with the cord prevailing in the frontal region, predominantly on the right (volbella was applied), there was also increased volume, without inflammatory signs or pain." Patient continued to take antihistamines (allegra®), cream and ciprofloxacin for 5 days. Symptoms ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00447 (abbvie complaint#:(B)(4), MDR ID#: 3005113652-2023-00449 (abbvie complaint#: (B)(4), MDR ID#: 3005113652-2023-00448 (abbvie complaint#: (B)(4)). This MDR is being submitted for the fourth suspect product, juvederm® volift¿ with lidocaine.